Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was filled but the pump did not allow it to rewind. The customer¿s blood glucose was 301 mg/dl at the time of the incident. Customer stated that the reservoir and tubing was greyed out in the pump, seems that customer suspended pump before new set. Customer declined to troubleshoot for high blood glucose. The device will not return for analysis frn model unknown reservoir.